Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis using gore dryseal sheath. A gore dryseal sheath (12 fr) was used for the left side. The endoprostheses were deployed as planned. After the sheath was removed, angiography revealed that the left external iliac artery was dissected. Metallic stent (smart) was implanted to repair the left external iliac artery dissection. The procedure was concluded, and the patient tolerated the procedure.